Event description:
When the packaging was opened the tubing was twisted and unable to untangle.======================manufacturer response for cobe spectra white blood cell set, (brand not provided) (per site reporter).======================no response at this time.